Event description:
It was reported that the patient presented to the hospital due to inappropriate shock. Review of the episode image showed noise. The fluoroscopy showed the lead had dislodged. The patient was given medication and returned to normal ef. The physician decided to switch off all device therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.